Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of inguinal hernia, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a patient was injected in the cheeks bilaterally with 3.75ml of harmonyca lidocaine. Thirty-five days later the patient received a touch-up treatment bilaterally with 1.25ml of harmonyca lidocaine. The patient concomitantly was treated with topical anesthesia. Twenty days later the patient experienced "viral rhinitis". No treatment was provided. The patient has a history of osteoarthritis and has had right and left hip replacement surgery for it. The symptoms resolved seven days later. About one year and four months later the patient experienced non device related "inguinal hernia on lower right abdomen". The same day the patient had "hernia surgery" and the event resolved the next day. This MDR is being submitted for the touch-up injection.